Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported. To date no medical records have been provided. The information provided indicated that the patient underwent an additional surgery to repair the hernia defect and remove the old mesh. Based on this information it appears the patient experienced a recurrence, recurrence is listed as a known adverse reaction in the instructions-for-use. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of an incisional hernia. A ventralex st hernia patch mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove the old mesh. The patient was injured severely and permanently. The attorney further alleges the patient experienced pain.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported. To date no medical records have been provided. The information provided indicated that the patient underwent an additional surgery to repair the hernia defect and remove the old mesh. Based on this information it appears the patient experienced a recurrence, recurrence is listed as a known adverse reaction in the instructions-for-use. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. The medical records provided note the ventralex st mesh (device #1) had contacted, and approximately 10 months post implant the patient underwent an additional surgery, during which a ventralight st w/ echo ps was used. The medical records do not indicate a cause as to why the mesh contracted. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of an incisional hernia. A ventralex st hernia patch mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove the old mesh. The patient was injured severely and permanently. The attorney further alleges the patient experienced pain. Addendum per additional information provided: (B)(6) 2014 - the subject patient underwent right lower quadrant incisional hernia repair and implanted with ventralex st mesh. Per the operative notes ¿the hernia sac was sharply dissected away from the surrounding fatty tissue down to the fascia." "An 8-cm ventralex (ventralex st device #1) patch was piaced on the undersurface of the fascia." (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia and underwent laparoscopic repair of incisional hernia with removal of mesh (device #1). Per operative notes ¿I noted that the mesh (device #1) had contracted and that there was bowel incarcerated in the hernia and against the mesh. Forty-five minutes of lysis of adhesions occurred." "A 15 x 10 cm mesh (ventralight st w/ echo device #2) was inserted." "The right lateral tip of the mesh was then slid into preperitoneal space, and it was tacked in place in all quadrants." "Balloon was then remove. The old mesh and balloon were then placed in an endocatch bag and were removed via the supraumbilical incision.¿ attorney alleges that the patient experienced adhesions, mesh shrinkage, pain, recurrence, contracted mesh, adhesions, mesh removal.